Event description:
A 4.0 fr broviac broke and was repaired by IV team using a cook tpn catheter repair set for c-tpn-4.0. Repair completed without difficulty. When primary nurse went to assess patency she noted that repair part was labeled as 3.0 fr. Packaging retrieved and confirmed it was 4.0. IV team nurse had not confirmed size on part itself, just on packaging. Line did function fine until broke again a few weeks later. It was again successfully replaced.